Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up keypad is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: keypad was found to be peeling around the bolus, the up/ down arrow and ok keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The up arrow and contrast keypad buttons were intermittently responsive. The keypad cover was removed and the up arrow key contact was found to be inverted. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed several unexplained power on reset issues during a black box history review. The battery cap was found to be stripped and would not secure to the pump. A test cap was used to complete investigation. The battery cap was able to be removed easily, did not stick and able to tightly secure to the pump. Also, unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.